Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft kink was confirmed through the evaluation of the submitted image; however, a specific cause for the observed outflow graft distortion could not be conclusively determined. Review of the log files provided by the account also confirmed low flow events. Although a specific cause for these events could not be conclusively determined, the account reported that the outflow graft kink likely contributed and limited pump function in some capacity despite allowing sufficient flows. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported chest palpitations, shortness of breath, and chronic fatigue could not be conclusively established. The controller event log file contained data from 09:01:58 through 12:33:28 on (B)(6) 2021, per the timestamps. Transient low flow fault flags were captured when the estimated flow dropped below the low flow threshold of 2.5 lpm, to 2.4 lpm. These faults resulted in one low flow hazard alarm at 10:50:59, which lasted approximately 7 seconds. The remaining faults did not last long enough to trigger audible hazard alarms. The observed low flow events also appeared to be associated with elevated pi values. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided by the account stated that oral fluid intake did not alleviate the patient¿s symptoms or issues and the outflow graft kink was likely a contributing factor to the reported events. The patient was intolerant of exercise and reported chronic fatigue, but vitals and labs were grossly normal. The team continued to work through non-invasive optimization of the patient, as it was sometimes unclear if his fluid intake was as consistent as he claimed. The patient¿s medication list was also reassessed to see if his dizziness could be coming from a pharmacologic source. In discussions with the interventional cardiology team, it was not felt that outflow graft stenting would provide significant benefit to the patient, as the typical stents used did not have enough radial force to positively impact the patient¿s outflow graft in a substantial way. Venous stents were also considered but it was decided that it would be a more invasive procedure and may not offer clinical benefits. The surgical team was consulted to see if it would be helpful to measure pressure gradients across the outflow graft prior to making decisions on whether further invasive diagnostics were warranted. The account later communicated that there were no changes in the patient¿s plan of care directly related to the outflow graft kink and the patient would continue as is.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had chest palpitations with shortness of breath. The patient was intolerant of exercise and reported chronic fatigue. Interrogation of the left ventricular assist device (lvad) showed evidence of suction. Oral fluid intake did not alleviate these issues. A ramp study and a computed tomography angiography (cta) revealed an outflow graft kink that allowed for sufficient flow but did limit pump function in some capacity. Log files captured a momentary low flow event on (B)(6) 2021 at 3:51:22am. There were also a few momentary low flow events on (B)(6) 2021 and a low flow alarm on (B)(6) 2021 at 10:50:59am.